Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component replaced as it had moved from the original position.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component replaced as it had moved from the original position. The patient had expressed concern about the position of the reservoir that was initially located sub muscular in lower abdomen. It was palpable to him and he wanted it repositioned. The device was still working as expected, so it was more a cosmetic change that was requested. No further complaints or concerns reported.